Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, front panel, small knobs are missing small caps. Patient circuit connector and diss input supply connection are loose. MRI battery is missing. Functional testing confirmed/replicated the complaint. The device was not cycling as intended. The cause was the o-ring in the input manifold assembly. It was unknown what caused it to become faulty. Replaced o-ring, MRI battery and sintered filter for preventative maintenance (pm). Awaiting other parts to complete the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling. This issue was found during preventative maintenance (pm) and there was no staff or patient involvement.